Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned treatment procedure which was completed as planned after a delay using the same system. The philips field service engineer (fse) inspected the system on site and confirmed the issue. Troubleshooting indicated that the system's c-arc body guard interface box was faulty. The fse rreplaced the flexarm power supply, the flexarm spz-panel, the flexarm spz panel ui, the l-arm connection/splitter panel spz and the c-arc bodyguard interface box. After these replacements, the system was returned to use in good working order. The flexarm power supply and the c-arc bodyguard interface box were returned for analysis. Analysis did not find any failures with the power supply, but a likely electrical failure in the bodyguard interface box that prevented ethernet connection to the system was identified. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's geometry was failing. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexarm power supply, the flexarm spz-panel, the flexarm spz panel ui, the l-arm connection/splitter panel spz and the c-arc bodyguard interface box which returned the device to use in good working order.